Manufacturer narrative:
The insulin pump passed all functional tests including displacement, and self tests; however, hardware low level failure alarm is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was reported via phone call that, the insulin pump had audio issue, the sounds went missing and hardware low level failure alert was occurred during self-test. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.